Manufacturer narrative:
Summary of analysis: the silicone insulation was abraded on both sections of the connector pin segments. The abrasion most likely was caused by the segements making contact with each other or the ICD can.